Event description:
During product service by a service technician, a flogard infusion pump was found to have damaged safety clamp shim. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at customer site. This is an ancillary service event. Visual inspection confirmed that the safety clamp shim was damaged. To correct the condition, the safety clamp shim was replaced. No further action was required. The device was restored to a good working condition and returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.